Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
During a follow up was noted that the implantable pulse generator (ipg) reached low battery voltage. It was suspected that the battery reached premature depletion. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) did not meet expected longevity, cause unknown. The device did not meet its 99.9% expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device at bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery.